Event description:
The customer reported the system's table locked up and failed to fluoro. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer removed the physician's arm support because it was thought to be causing table movement issues. Also, the filmer was cleaned due to film cassettes becoming stuck. The facilities bio-med requested no further trouble shooting on the filmer issue. Other than the film mode, the system operated as intended.